Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An external insulation abrasion was found breaching the outer insulation at multiple locations. The abrasions were consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Manufacturer narrative:
(B)(4)

Event description:
Upon interrogation, the right atrial lead exhibited noise. The lead was explanted and replaced during a device changeout procedure. There were no complications during the procedure. The patient was in stable condition.